Event description:
Medtronic received a report that proximal the anatomy was severely tortuous and the infinity barely tracked past the bend. Phenom 027 was taken into m1 well beyond the an. The stent was extremely gritty when bringing the stent up the mc. The first 5-20 stent was deployed too proximally but opened distally fine. The stent was resheathed and then brought more distal to the carotid terminus. Distally the stent opened. Mid section had to be some adjustment but the stent opened but not fully on the bend. Middle to proximal the stent was not opening. The system was loaded and unloaded numerous time deploying more stent and resheathing more stent. After the middle and proximal end wouldn't open the stent was pulled out. Replaced by 5-14 stent. Since the stent is shorter the distal landing zone was more proximal. The stent opened well distally. Mid and proximal on the same bend the stent wouldn't open up. Again resheathed and deployed more stent with a combination of loading and unloading. After many attempts to open the middle and more proximal section the system was taken out. A new phenom was opened and a 5-20 pipeline was selected again. Issues landing the stent distally in the optimal location occurred 3 times. So many resheathing attempts and movement of the stent happened to land it directly at the carotid terminus. Distally once apposed majority of the middle section opened until the bend proximal to the an. Mid and proximal on the same bend the stent wouldn't open up. Again resheathed and deployed more stent with a combination of loading and unloading. Eventually everyone wasn't pleased with the stent since the mid and proximal section still wouldn't open so the system was pulled out. More than 50% of the pipelines had been deployed when it failed to open and they were resheathed more than 2 times. They were removed from the patient with the microcatheter. The pipelines were used on-label and they were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a stryker infinity sheath, phenom27 microcatheter, and stryker cat 5.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: as found condition: the pipeline vantage with shield was returned for analysis within a shipping box; and within a plastic bio-pouch. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was observed on the pushwire. The distal and proximal ends of the pipeline vantage with shield braid were found fully opened and moderately frayed. In addition, the middle section of the braid was also found fully opened and no damage. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. No other anomalies were observed. Conclusion: based on the returned device, the pipeline vantage with shield was not confirmed to have failure to open at the proximal and middle sections. However, based on the customer images was confirmed as the proximal end and middle section of pipeline vantage with shield braid were not fully opened due to damaged braid. The damage to the braid on the ends of the pipeline vantage with shield is likely the results of the physician re-sheathing the device more than recommended two times. It is likely that the patient tortuous anatomy may have contributed to the failure to open issue. There was no non-conformance to specifications identified that led to the failure to open. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.